Event description:
It was reported that patient experienced return of incontinence. The device was functioning properly, but the physician determined due to cuff compression atrophy, cuff should be replaced. Patient underwent a replacement procedure of his artificial urinary sphincter (aus) four years after implant. Cuff was explanted and replaced.